Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dyspnea and stenosis/restenosis are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 34 months after 2 xience stents were implanted, 1 in the proximal circumflex coronary artery and 1 in the proximal 1st obtuse marginal artery, the patient presented with dyspnea on exertion. The patient was hospitalized and underwent coronary intervention. Angiography revealed 100% in-stent restenosis in the proximal circumflex artery. No treatment was performed in the proximal circumflex, but a non-abbott stent was implanted in an unrelated stenotic lesion in the ramus intermedius artery. The symptoms resolved and the patient was discharged 4 days later. No additional information was provided.